Event description:
It was reported that the patient presented for follow up. A chest x-ray revealed that the atrial lead had dislodged. The patient was scheduled for explant and the lead was replaced. The patient was stable.